Manufacturer narrative:
According to the case notes,it was reported that user's sensor came out after experiencing an infection that was unrelated to the use of the system and the patient was put under antibiotics.despite multiple follow-up attempts made,there was no response from the user,thus no further information could be gathered.

Event description:
On 24 may 2024,senseonics was made aware of an incident where user's sensor came out after experiencing an infection that was not related to the use of the system.despite multiple follow up attempts with the user to collect additional information,user was not responsive.